Manufacturer narrative:
This report is associated with (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed as super poligrip cream in the us.

Event description:
Diabetes [diabetes]. Rage [rage]. Height decrease [body height decreased]. Use corega two or three times a day [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of stroke in a male patient who received double salt dental adhesive cream (ultra corega flavor free) cream for product used for unknown indication. Co-suspect products included metformin for drug use for unknown indication. Concomitant products included rivaroxaban (xarelto (rivaroxaban)) and amiodarone hydrochloride. On an unknown date, the patient started ultra corega flavor free and metformin at an unknown dose and frequency. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced stroke (serious criteria gsk medically significant), heart attack (serious criteria gsk medically significant), diabetes (serious criteria gsk medically significant), rage, body height decreased, weight loss and device used for unapproved schedule. The action taken with metformin was unknown. On an unknown date, the outcome of the stroke, heart attack, body height decreased and weight loss were recovered/resolved and the outcome of the diabetes, rage and device used for unapproved schedule were unknown. The reporter considered the stroke, heart attack and weight loss to be unrelated to ultra corega flavor free. It was unknown if the reporter considered the diabetes, rage, body height decreased and device used for unapproved schedule to be related to ultra corega flavor free. Additional details: patient reported that use corega two or three times a day without hcp knowledge. According to local leaflet the recommendation is use corega once a day. It was not clear if reporter knew about product local's label indication (or recommendation), so it is not clear if it was intentional or not intentional. Patient reported that after used corega experienced stroke and two heart attack, but the patient associated these events to "rage". Patient also reported that has diabetes and didn't know if this condition started before or after the use of the product. Patient informed that his height has decreased 9 cm, and that his had lost weight (this event of weight loss, he associated to the glifage - metformin (non-gsk).